Event description:
A high blood glucose level was reported, with the display showing "high" but no specific value provided. Cause was not known. To address this, the customer administered a correction bolus via the pump. Customer declined further troubleshooting therefore no additional information was provided.